Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customers blood glucose levels were impacted (elevated). Troubleshooting with tandem technical support (cts) could not be performed to determine the cause of the alarms as the customer was not encountering an alarm at the time of the report. However, system check with cts indicated that the pump was performing as intended.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.